Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. Emboli is a known risk associated with coil embolization procedures and noted as such in the direction for use (dfu); therefore, considered to be a known and anticipated complication. In addition, the dfu instruct to take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire, if repositioning is necessary. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Based on the limited information available, it is probable that due to procedural or anatomical factors encountered during the procedure, the coil's performance was limited. Therefore, a root cause of operational context has been assigned to this event. (B)(4).

Event description:
It was reported in an article in interventional neuroradiology that a coil was successfully deployed in the inferior lobe of an aneurysm. A second coil (subject device) was then advanced into the aneurysm. Upon retracting the coil to reposition into the aneurysm, the coil broke. The proximal section of the coil was removed, and the distal portion protruded into the parent artery. Thrombi developed in the parent artery around the aneurysm neck. The thrombi was successfully resolved by intravenous heparin injection and intra-arterial use of urokinase and abciximab.